Event description:
It was reported that the customer experienced a leaking insulin cartridge on three separate occasions, with the issues occurring on different days. The leak caused the customer¿s blood glucose levels to display as ¿high¿ each time, though specific values were not provided. The customer managed the situation by administering correction injections via multiple daily injections (mdi) without third-party assistance. The leak was found at the bottom of the cartridge near the pneumatic tap port. The customer successfully replaced the cartridge and resumed insulin therapy.